Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. It was noted that the upper case was broken, the lower case was contaminated, the battery drawer was contaminated, the battery contacts were contaminated, and the interconnect flex was contaminated. (B)(4).

Event description:
It was reported the epg (external pulse generator) was not powering up correctly. The epg was returned for repair. There was no patient involvement.